Manufacturer narrative:
No pt injury or medical intervention was reported. It is unclear as to whether an excessive fluid removal of 10 ml actually occurred on this pt since the machine was programmed to remove 210 ml and after that value was entered, the machine's status screen showed the programmed amount to be removed as 200 ml. The replacement fluid rate was programmed on the status screen as zero, but then the status screen showed that 50 ml of replacement fluid was entered without any operator intervention. Although there was no replacement bag attached, the replacement rotor never engaged and the machine never alarmed, the status screen continued to display that 50 ml of fluid was being replaced. The MFR is aware of the problem "flow rate discrepancy" and is working on corrections. A final report will be submitted once the investigation is concluded.